Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient was admitted to the hospital with a pocket infection. Blood tests were completed and reported the organism as (B)(6). The lead was explanted and the patient was treated with intravenous antibiotics. A temporary pacing system was utilized and later replaced with a permanent replacement.the patient was a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.